Event description:
Subsequent information indicated that the right ventricular (rv) pacing impedance measurements were greater than 2000 ohms. Historically, the impedance measurements trended between 1800-1900 ohms. The system was checked and all other parameters were within normal parameters. No further action was taken and the patient will continue to be monitored. There were no adverse patient effects reported. The device remains in service.

Event description:
Boston scientific received information that during a routine device check, this implantable cardioverter defibrillator (ICD) displayed shocking impedance of greater than 200 ohms. The patient was seen for a revision procedure where it was found that the distal df set screw was loose. The set screw was tightened with resolution of the clinical observation. There were no adverse patient effects reported. The device remains in service.

Event description:
Subsequent information indicates that noise was seen on the rv shock channel. The pace/sense channel was clean. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently the device was explanted and returned for analysis.